Event description:
Upon changing of IV fluid bag, a plastic piece was found on the tip of IV line spike and half way to the infusion entrance and removed. IV bag reference # l7500 (bbraun) and the carefusion smartsite infusion set 72023e.